Event description:
A malfunction was reported with the code malf 9, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was provided with information to reset the pump and received assistance in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to report if any malfunction codes appeared again.